Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that in an emergency, an intra-aortic balloon (iab) inserted into a valvular disease patient using maquet sheath, and during the procedure iab migration was noted. The surgeon tried to adjust the location of the iab, but the catheter had migrated repeatedly. The iab was replaced to continue therapy. Moderate tortuosity, sclerosis and calcification were noted in the patient vessel. There was no reported injury to the patient.